Event description:
It was reported to boston scientific corporation on april 17, 2008 that an ultratome double lumen sphincterotome was used during a procedure performed in 2008 (patient gender, age and weight are unknown). According to the complainant, the physician's assistance tried to "curve the tip of the ultratome to get the right position but it was not possible [so] he removed the ultratome". The procedure was completed with another of the same ultratome double lumen sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "not applicable".

Manufacturer narrative:
Visual examination of the returned device revealed that the exposed cutting wire melted the extrusion at the distal pierce hole, creating a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. The cutting wire with the soldered anchor (notch) was found to be intact. The distal end of the exposed cutting wire appeared brownish likely from usage/ dried residue. The shortened cutting wire hindered the device from being bowed when activated with the handle. The directions for use (dfu) instructs the physician to use the appropriate power settings and also provides references for the power settings. In this complaint, the cutting wire appeared to have melted the extrusion near the distal pierce hole which caused the cutting wire with anchor tubing to slide proximally, hindering the bowing functionality of the device. The customer complaint was confirmed. The cause of the reported malfuncition is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.